Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the broken collet that was found during analysis of the returned device. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). During functional inspection of the clip delivery system (cds) prior to use in the patient, the mitraclip would not open after the final arm angle test was performed. This device was not used in the patient. A new cds was used for the procedure. No additional information was provided. Analysis of the returned device identified a broken colet.

Manufacturer narrative:
(B)(4). Visual, functional and sem (scanning electron microscopy) inspections/analysis were performed on the returned device. The reported mechanical jam (inability opening the clip) was confirmed during returned device analysis and it was due to the observed loose release crimper and broken collet tines. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The investigation determined the observed loose release crimper and broken collet tines appear to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Av will continue to trend the performance of these devices.